Event description:
N/a

Manufacturer narrative:
The silvers mini skin graft knife (p14701) was returned for evaluation. The device history record (DHR) was reviewed, and no anomalies related to the reported failure were identified. Failure analysis: the silvers mini skin graft knife was received in unused condition with no visible defect. The blade was not present. Per the drawing, this product is sold with a blade in its packaging. Root cause analysis: the reported complaint was confirmed. Per specifications, this product is sold with a blade in the packaging. This complaint may be the result of older iterations of the product not containing the blade. No manufacturing, workmanship or material deficiency has been identified.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the silvers mini skin graft knife (p14701) was opened by the customer. "A blade was loaded; customer didn't realize it, as it is not supposed to come with blades." The nurse suffered a minor skin abrasion: skin cells lost, no blood loss, and no stitches required. The device was not in contact with a patient; thus, no patient injury or surgical delay occurred.